Manufacturer narrative:
A final medwatch will be submitted at the conclusion of our investigation.

Event description:
The valve was replaced intraoperatively due to moderate central leakage observed on transesophageal echocardiogram after removal from bypass. Although the valve reportedly fit well in the annulus, there appeared to be laxity in one leaflet centrally. The valve was replaced with an edwards pericardial bioprosthesis. Postoperatively, the pt returned to the operating room for a mediastinal exploration due to post-operative bleeding, possibly due to a coagulopathy from the extended surgery time. The experienced no further issues and was later discharged form the hospital.